Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, dry. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10 in supplemental MDR #1 needs to include the following statement. "Dimensional verification was performed, and the lens was found not to be within specifications." Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2020 due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "during the operation, it was found that the suspensions of ligaments were relaxed, and the postoperative arch height was low, so the lens was removed and not replaced. The patient recovered well after the operation."